Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error. The customer reported that the insulin pump was exposed to an MRI. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error noted during rewind due to motor encoder out of phase. Unable to confirm e70 alarm due to motor error alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.